Event description:
Technician alleged that the head panel was not going down. No pt impact.

Manufacturer narrative:
The technician replaced both head panel pneumatic gas springs to resolve the issue.